Event description:
Internal balloon was tested prior to routine trach change. The balloon did not inflate, despite multiple attempts. The external balloon inflated but the internal balloon remained deflated. The manufacturer was made aware of the event and it is investigating the cause.